Manufacturer narrative:
Not a problem with the device. Customer error.

Event description:
Alleges consumer was reaching over to pick up a mask off the floor and fell over. Alleges the power chair fell on top of consumer and continued to "run".